Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The bwi product analysis lab received the device for evaluation on 23-apr-2024. The device evaluation was completed on 30-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and foreign material inside of it. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. This issue could be related to the reported event. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. The magnetic issue reported by the customer was confirmed, the reddish material inside the pebax is not related to the issue reported by the customer; the potential cause of the open circuit could not be determined. The potential cause of the pebax condition cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿separation between pebax and electrode section and foreign material inside of it¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿magnetic sensor error¿. In addition, biosense webster inc. Analysis finding of the ¿error 106¿. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially it was reported that there was a magnetic sensor error. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-apr-2024, observed a separation between the pebax and the electrode section and foreign material (reddish material) inside of the pebax. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 30-apr-2024 and have assessed this returned condition as reportable.